Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and also had broken force sensor was detected during seating or regular delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage on the motor and vibrator assembly noted. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on 01/22/2022 19:43:06.000 and 01/22/2022 19:53:00.000. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file due to corrosion on the pcba 1, pcba 2 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor.